Event description:
Pt underwent left total knee arthroplasty approx 10 yrs ago. Pt presented with complaint of a "whooshing" sound in the knee with flexion and extension of the knee. On physical exam, the pt had good range of motion of the knee and denied "giving way" of the knee joint. Radiographs, taken in the physician's office prior to admission, revealed polyethelene wear of the patellar component. The pt was taken to surgery where the patella and tibial insert were revised. It was noted by the surgeon that there was presence of "metal oxidation" noted at the time of surgery. The patellar component had eroded and separated. The pt also underwent synovectomy of the knee joint due to presence of a "black" synovium. Cultures were taken at the time of surgery and reported negative for organism growth. Add'l catalog #8505-852-34.